Manufacturer narrative:
The instrument was found to have grip axis 6 input disk completely broken into pieces inside the housing while input disk 7 cracked, likely causing failure of proper grip tension at the distal wrist. Common causes of the failure mode broken instrument input disks axis 7 are attributed to use and incorrect reprocessing conditions. The input disk component uses ultem or peek material that is insert-molded over a stem pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument jaws opened too far and the surgeon did not feel adequate control over the instrument. The procedure was completed, and no injuries were reported.